Event description:
It was reported that during a right lobe liver resection and cholecystectomy, the patient's vena cava was injured, causing major blood loss. The procedure involved the use of the sonicision 7 device. The surgeon started transection with a bovie, going ~1cm deep. Then used the sonicision 7 to transection ~2-3cm deeper, and finished the transection with the egiaustnd + 11 sig30avm reloads. The specimen was removed and sent to pathology to assess margins. Laps were placed against the resected liver and compression was held for 10 minutes. The laps were removed to assess the liver, and this is when the surgeon realized the hole in the vena cava. The estimated blood loss was approximately 1.5 liters. Efforts to control hemorrhage were initiated and code blue was activated. A vascular surgeon was consulted intraoperatively and successfully repaired the vena cava defect with sutures, achieving hemostasis. The surgical site was left temporarily open, and a wound vacuum-assisted closure (vac) device was applied, with definitive closure completed later. The was patient was stabilized in the ICU postoperatively and subsequently discharged in stable condition.

Manufacturer narrative:
D10 concomitant products: scba, battery scba (serial#: unknown), scg7ab, sonicision 7 generator b scg7ab (serial#: unknown), sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.